Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had a blank display and damage to the case. The customer¿s blood glucose level was unknown at the time of the incident. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with partial display with black spots due to cracked lcd glass. However no blank display anomaly noted. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump near the battery compartment, cracked retainer, stained serial number label, and minor scratched lcd window.